Event description:
It was reported that once intra-aortic balloon (iab) therapy is initiated, the console generated a fiber optic sensor failure alarm. The console was switched out but the issue continued. The iab was then replaced with a new one to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(4). Occupation: clinical engineer. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and covering more than half of the balloon. The returned sheath was not a maquet product. The extender tubing was also returned. The optical fiber was found to be broken within the catheter tubing approximately 55.1cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).